Event description:
It was reported that the patient underwent posterior fixation from l3 to s1. X-rays taken one year later showed that the pedicle screw at l3 broke. Reportedly, fusion did occur. The screw remains implanted in the patient. No additional surgery is scheduled at this time.

Manufacturer narrative:
(B) (4). No product was returned. X-rays showed lateral view l3-s1 segmented fixation pedicle screws and peek rods. The l3 screw broke at the pedicle level. A review of the device history records did not identify any applicable non-conformance to specification.